Event description:
Reportedly, resistance was encountered while removing the device. The anvil had disconnected from the device and remained in the cavity. A colotomy was performed to remove anvil and donuts.